Manufacturer narrative:
This additional information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. Referenced article: embolization to hepatic vein during retrieval of a leadless pacemaker with acute pacing failure. Heart rhythm case reports. 2024; 1¿4. Doi: 10.1016/j.hrcr.2024.11.017 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported via journal literature that the impedance had decreased. During the device extraction, the tension of the snare inadvertently reduced, and the device dislodged from the right ventricle (rv) to the right atrium (ra). The leadless device moved back and forth between the ra and the inferior vena cava (ivc). The device had embolized to the hepatic vein.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure of the leadless implantable pulse generator (ipg), after the first expansion, the threshold was noted to be high, so it was tried to place again, but it got caught on a cardiac structure and could not be retrieved. Tether was cut after the threshold settled. Loss of pacing was observed prior to leaving the operating room and increased threshold was noted. The device was explanted and replaced. No patient complications have been reported as a result of this event.